Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('uterus perforation') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), emotional distress ("emotional distress"), economic problem ("economic loss"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, emotional distress, economic problem, abdominal pain, psychological trauma, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, economic problem, emotional distress, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: right occlusion only. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: new events - abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation :fallopian tubes, uterus, hair loss, migraines, headaches were added. Outcome of event menorrhagia had recovered/resolved. Reporter's information, patient demography added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') and uterine perforation ('uterus perforation') in a 34-year-old female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("left essure was noted to be in the lower uterine segment"), pelvic pain ("pain/pelvic pain"), emotional distress ("emotional distress"), economic problem ("economic loss"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectoy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic pain, emotional distress, economic problem, abdominal pain, psychological trauma, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device expulsion, economic problem, emotional distress, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. On (B)(6) 2009 : pt came to office today for repeat essure placement on left side. On (B)(6) 2010 : the essure device was placed in the left tube in the usual manner. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: nonocclusion of the left fallopian tube. Imaging procedure - on (B)(6) 2009: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') and uterine perforation ('uterus perforation') in a 34-year-old female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("left essure was noted to be in the lower uterine segment"), pelvic pain ("pain/pelvic pain"), emotional distress ("emotional distress"), economic problem ("economic loss"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic pain, emotional distress, economic problem, abdominal pain, psychological trauma, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device expulsion, economic problem, emotional distress, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. On (B)(6) 2009 : pt came to office today for repeat essure placement on left side. On (B)(6) 2010 : the essure device was placed in the left tube in the usual manner. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: nonocclusion of the left fallopian tube. Imaging procedure - on (B)(6) 2009: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.